Manufacturer narrative:
Continuation of d10: product ID: 2035u product type: electrical umbilical cable; product ID: 203cx product type: coaxial umbilical c able; product ID: afapro28 product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cardiac ablation procedure, the console, balloon catheter, coaxial umbilical cable, and electrical umbilical cable were connected and the test freezing was performed. At that time, an error message of "the system has detected the required inflation pressure was not reached." Was displayed. As such, the coaxial umbilical cable and the electrical umbilical cable were replaced, but the same error message was displayed again. Because of that, the balloon catheter, coaxial umbilical cable, and electrical umbilical cable were each replaced with new ones. As a result, the same error was no longer displayed. When replacing the balloon catheter, it was confirmed that the tip of the mapping catheter was tortuous, so the mapping catheter was also replaced. There were no errors after the time of communication, so the case was completed. No patient complications have been reported as a result of this event.